Event description:
Boston scientific received information that this right ventricular (rv) lead and this pacemaker exhibited undersensing and out of range high pacing impedance (pli) measurement greater than 2,000 ohms. An rv lead body damage was identified although not confirmed. An invasive procedure was performed in which the rv lead was capped and replaced. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.